Event description:
Customer called to report hospitalization due to no delivery alarms and high blood glucose. Customer stated that the current blood glucose reading is 360 mg/dl. Customer stated that her insulin pump was not working and did not alarm. Customer's blood glucose reading at the time of the event was 364 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.